Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during central processing, wire at bowden cable torn on the permanent cautery hook (pch). There was no patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was not able to confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The hook tip moved properly. The instrument was fully functional. The instrument passed electrical continuity test. Visual inspection found no breakage or torn cable. Additional observation(s) not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys.